Manufacturer narrative:
Model #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for hemolysis. Patient presented with elevated lactate dehydrogenase (ldh) and white blood cells (wbc). Ldh was 612 u/l. Heparin gtt was administered and ldh trended down to 325 u/l. No equipment was exchanged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from 09aug2019 through 21aug2019. No atypical events were captured¿the only events recorded were associated with routine power source exchanges and pi events. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The hm3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the hm3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. No further information was provided. The manufacturer is closing the file on this event.